Manufacturer narrative:
Additional information: a medtronic representative reported that he believed the surgeon was able to retrieve the tip but was out of the room getting a replacement instrument for the case. The delay was a matter of minutes since we had back-up drivers that were sterile on-hand. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
(B)(6). No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a posterior fixation spine procedure, the site's solera 4.75mm mast reduction driver tip broke while placing an s1 screw. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.